Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure to treat persistent atrial fibrillation, a farawave 31 mm catheter was selected for use. The catheter was flushed and prepared with no issues. The physician hooked up the port to flush prior to inserting the catheter into the patient. However, during ablation, the flush port disconnected from the irrigation line with blood seeping through the port. The physician confirmed they had connected the irrigation line tightly, so the catheter was replaced with another farawave catheter, and the procedure was successfully completed. No patient complications were reported as a result of the event. The catheter is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Correction to the initial MDR in block(s) b5 and h6 device codes - indicating that the catheter was used in an off-label manner.

Event description:
It was reported that during a pulse field ablation (pfa) procedure to treat persistent atrial fibrillation, a farawave 31 mm catheter was selected for use. This procedure is consider off label as the farawave is indicated for treatment of paroxysmal atrial fibrillation (a fib). The catheter was flushed and prepared with no issues. The physician hooked up the port to flush prior to inserting the catheter into the patient. However, during ablation, the flush port disconnected from the irrigation line with blood seeping through the port. The physician confirmed they had connected the irrigation line tightly, so the catheter was replaced with another farawave catheter, and the procedure was successfully completed. No patient complications were reported as a result of the event. The catheter is expected to be returned for analysis.